Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Reportedly, customer reverted to an alternate method of insulin therapy.